Manufacturer narrative:
Corrected data: d9 product availability: additional information: d4 full UDI: the quality investigation is complete.

Event description:
It was reported that the device safety switch will not stay in the safety position during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device safety switch will not stay in the safety position during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.